Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset assistance, and after the reset, the malfunction did not recur. The customer understood that they could continue using the pump and to call back if the issue reappeared.